Event description:
Patient underwent bilateral breast implant removal due to symptoms that started around (B)(6) 2015: fatigue, inflammation throughout the body, chronic uti's, chronic yeast infections, joint pain, insomnia, acne, head ache, hair loss, stomach pain, autoimmune issues, and capsular contracture caused the breasts to become misshapen within the first year.